Event description:
On (B)(6) 2012, the reporter contacted animas alleging that while the patient was fishing the pump was exposed to water and lost power. Troubleshooting by customer support revealed no visible cracks on the pump or the display, no visible damage to the battery cap and no visible corrosion. Changing the battery reportedly had no effect. The battery cap is reportedly secure and the "o" ring is not visible. The reporter stated there was no moisture in the battery compartment, cartridge compartment or behind the display. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box did not verify evidence of power on resets and there are no alarms related to the complaint in the alarm history. The battery cap was not returned with the pump for investigation. A new test battery cap was able to fully tighten with no visible yellow o-ring. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump failed leak testing with a leak noted at the case seal. The pump cover was removed for investigation and revealed moisture inside the pump.